Event description:
On (B)(6) 2014, it was reported that during a superdimension procedure a discrepancy was noted between the patient anatomy and the screen. There was no patient injury. On (B)(6) 2014, it was reported that the case was cancelled and the patient was under general anesthesia. .

Manufacturer narrative:
(B)(4). The product is not available for evaluation and will not be returned. If additional information is received a follow-up report will be submitted. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
(B)(4). A site service visit was completed. The system accuarcy was checked which resulted in the system passing accuray and functional testing.